Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107824. Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. X-ray imaging revealed that the one of the leads was out of the epidural space. As a result, the patient's scs system was explanted at an unknown date in (B)(6) 2023 to address the issue to allow the patient to heal before doing the re-implant. Patient was reimplanted with a scs system on (B)(6) 2024. Effective therapy was resorted.